Event description:
It was reported the patient did not recharge the igp as recommended due to an increased recharge burden. As a result, the ipg was explanted and replaced. Effective therapy was restored postoperatively. Issue resolved.